Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this lead's helix mechanism was reported as non functional, possibly broken. No resulting adverse effects and the lead is expected to be returned for analysis.